Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on posterior side assessed, as fold flaw opening. And one opening observed, on anterior side assessed, as surgical damage. Additional observations: creases were observed, wear abrasion was observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.